Manufacturer narrative:
Product ID 8709, lot# l66209, implanted: 1999-(B)(6), product type catheter product ID 8709, lot# l66209, implanted: 1999-(B)(6). Product type catheter. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that an alarm was heard and confirmed by telemetry. The alarm was due to the elective replacement indicator (eri), which occurred on (B)(6) 2013 at 0200, which is what they were expecting. A pump replacement was scheduled. The patient previously had morphine in her pump, but at the time of the report, had baclofen. It was later reported that the patient experienced seromas and intermittent fluid around the pump. A normal catheter dye study was done and a sample of the fluid by the pump was taken and was positive for cerebrospinal fluid (csf). They occasionally drained the fluid from around the pump. A catheter break/tear at the pump connector occurred. Positive beta-2 transferrin was noted. The catheter was revised and the pump was replaced. Catheter length was added, totaling to 105cm. At the time of this report, the patient status was ¿alive-no injury¿. It was later reported that the catheter dye study was done on (B)(6) 2013.

Manufacturer narrative:
Analysis of the pump found no significant anomaly. There was an elective replacement indicator due to time progression. Analysis of the catheter found a procedural non-conformance. The pump connector of the catheter had a broken suture ring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.